Event description:
Reporter alleged obtaining a discrepant blood glucose value of 180 mg/dl back to back with a result of 79 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that at a different time other comparative tests of 181 mg/dl, 138 mg/dl, 100 mg/dl and 105 mg/dl were performed back to back within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.